Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient's operative eye due to the patient experiencing halo and glare. There was no vitrectomy, incision enlargement, or sutures required. The lens was discarded as it was cut into pieces. Another johnson & johnson lens, model zcu100 11.0 diopter was implanted as a replacement. There was no medication prescribed outside of standard of care. The patient status was reported as unknown. No further information is available.

Manufacturer narrative:
Section a2, a3a ,a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed as the product was discarded and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.